Manufacturer narrative:
Failure analysis confirmed that the insulin pump had intermittent button response noted due to corroded keypad traces. No button error alarm noted. The insulin pump passed displacement test, rewind, basic occlusion, and prime/ compromised force sensor system test. No delivery alarm noted during excessive no delivery alarm test due to faulty force sensor resistor. (Gold)no moisture damage on motor assembly or electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 55 mg/dl at the time of the call. The customer stated the reservoir leaked inside the pump and now there is fluid under the lcd screen. She stated the insulin pump has also been exposed to perspiration. No button error was noted in the history at the time or around the time of the event. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.